Event description:
It was reported power defect. There was no report of patient involvement. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the backup battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.